Event description:
In 2007, the pt was treated with the gore excluder aaa endoprosthesis. The pt developed a proximal type I endoleak. One day earlier, a re-intervention was performed. An aortic extender component was implanted proximal to the trunk-ipsilateral leg component and resolved the endoleak. The pt was reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.